Event description:
During a routine follow up, low lead impedance was observed. Replacement will be scheduled.

Event description:
New information notes lead was capped. The capped portion was then explanted when the new competitor system that was implanted became infected.

Manufacturer narrative:
External insulation abrasion was found at 7.7-7.8cm from distal end, consistent with lead friction to another device. Two external insulation abrasions were found between 36.3-37.0cm from distal end, consistent with lead friction to the ICD can. Etfe coating was intact at these locations. Internal insulation abrasion under svc shock coil was found at 17.8- 18.0cm from distal end. Sensing conductor was visible, but etfe coating was intact. Reported low hvli could not be confirmed. Sterilization information indicated normal cycle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.